Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced low blood glucose levels and that insulin pump needed to have its batteries changed every two days. The blood glucose reading was 248 mg/dl. The customer treated by consuming juice, candy and cola to bring her blood glucose levels back up. No admission to a hospital was necessary. The customer stated that she had only received low battery alerts prior to the off no power alert intermittently, with less than 24 hours between the notifications. Confirmed that the customer had been using the recommended batteries and following battery replacement protocol. Advised the customer to clean the battery cap with dry cotton swab. It was also observed that the drive support cap was recessed all around except for one small side that was slightly flushed with the outer plastic. Advised replacement of the insulin pump. Nothing further reported.